Event description:
It was reported that during a right pulmonary artery pta/stenting treatment procedure, a wallstent migration event occurred. The lesion being treated was an 85% stenotic lesion located in a mildly tortuous, 10mm diameter right pulmonary artery. The physician used a 7f bard introducer sheath and a bsc amplatz guidewire to cross the lesion from the right groin access site. The lesion was not predilated and no resistance was met during insertion of the wallstent device. The wallstent was deployed at the target lesion. The leading edge of the stent opened slowly. When the stent was fully deployed, the proximal end of the stent fully open, however the distal edge was only 60% open. The lhysician planned to use a balloon to post-dilate the stent, but before a balloon was delivered to the site of the stent, the stent dropped off from the lesion and migrated with the left pulmonary artery blood flow into the pulmonary trunk 2 cm beyond the lesion. The uniplus delivery device was withdrawn from the pt, but the stent was retained inside the pt's body. The pt was asymptomatic during the event. No attempts were made to retireve or manipulate the stent. A medtronic ave 12/40 mm stent was used to complete the procedure. No pt injuries or complications were reported. Current pt status is reported as 'okay.'